Event description:
It was reported, the insulin pump might be defective. Customer's spouse stated, the device administered 75 units of insulin into the customer in a two hour period. Customer stated they had filled the reservoir to 100 units at 8:30 am and by 11:00 am 20 units were left. Customer's blood glucose was below 20 mg/dl, treated with a shot of glucagon. Paramedics checked blood glucose and it was 25 mg/dl, treated with v50 and it went up to 250 mg/dl. At the hospital they brought it down to 150 mg/dl. Customer's symptoms were she was unconscious, incoherent, mumbling, and a lot of thick saliva. Customer was disconnected during rewind prime process. Customer's spouse states he did not manipulate reservoir. Customer's spouse knows what happened stated nothing was wrong with the device, when he did the reservoir fill he forgot to rewind the pump he just pushed the reservoir in the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.